Event description:
FDA voluntary report mw5111219 received on 01-nov-2022.  This stated the that original equipment manufacturer (OEM) unable to complete preventative maintenance (pm) on 4 (four) intra-aortic balloon pumps per the schedule set out by the OEM due to no available trained staff in our area.  Equipment is on full support (pm and repair) by OEM. Site has safety and regulatory concern due to missed maintenance for devices as they are life support devices. There was no device malfunction or adverse event reported.

Manufacturer narrative:
A supplemental report is not required as there were no malfunctions or adverse event reported. Medical device report is being submitted to acknowledge the receipt of  the FDA mw5111219.